Manufacturer narrative:
The replaced stirrer motor was returned to livanova (B)(4) for further investigation. During testing, the reported stiff motor issue was confirmed. A damaged bearing was identified, which was determined to be the root cause of the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a defective stirrer motor. The technician replaced the motor to solve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The stirrer motor was requested for further evaluation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message during in-service. There was no patient involvement.